Manufacturer narrative:
This product, noted in d4, is not distributed in the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated MFR report # is 9616099-2007-01040. Add'l info will be submitted within 30 days of receipt.

Event description:
The pt passed away 4 days after the cypher implantation. Prior to the index procedure, the pt had a recent amii with left bundle branch block. She rec'd thrombolytic therapy 4 days before the index procedure. Her cardia enzymes were high and she had a normal post-pci course with improvement of the enzyme levels and resolution of chest pain. There were 2 target lesions, the proximal to mid left anterior descending branch (lad) and the mid to distal lad. Indications for the intervention were unstable angina pectoris and resting ECG changes. The pt had a history of hypertension, hyperlipidemia, cerebrovascular disease, obesity, and diabetes. At admission, the pt was taking aspirin, clopidogrel, statins, ace inhibitors, beta blockers and insulin. The pt was given aspirin, clopidogrel, heparin, and tirofiban during the procedure. The proximal to mid lad was a de novo lesion. Vessel diameter was 3.5 and lesion length was 18mm. Pre-procedure stenosis was 90% and post procedure stenosis was 0. No calcification, thrombus or angulation was present. The lesion contour was irregular and eccentric. A 6f guiding catheter was used to access the lesion. The lesion was pre-dilated with a 2.5 x 20 mm balloon at 14atm. The device was implanted at 14atm deployment pressure with satisfactory results. The lesion in the mid to distal lad was also a de novo lesion. The vessel diameter was 2.75 and the lesion length was 25mm. Pre-procedure stenosis was 95% and post-procedure stenosis was 0. The lesion had the same characteristics as the previous lesion. It was predilated with a 2.5 x 20 mm balloon at 8 atm. The device was implanted at 16atm deployment pressure with satisfactory results. It was post-dilated because, the stent was not fully expanded. The post dilation was conducted at 8 atm with a 3.5x33mm balloon. The stents were overlapping. The pt was discharged the next day. Medications at discharge were the sam as at admission. Three days after discharge, the pt had sudden cardiac death. She was found deceasesd in her bed in the morning. No autopsy was performed.